Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had motor error was found 3 times in the same month. Customer¿s blood glucose was unknown. Customer stated that the drive support cap was intact. Customer confirmed that the insulin pump was not dropped or exposed to magnetic resonance image. Customer was advised to stop using the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.